Event description:
It has been reported to us that during the procedure, while the occlusion balloon wire was being used, a vessel dissection was noticed in the patient. The physician inserted the occlusion balloon wire into the patient and inflated to occlude the vessel. The physician inserted a pre-dilatation balloon and dilated the vessel and then deployed a stent. The physician then deflated the occlusion balloon. The physician performed ivus study and discovered an abnormality in the vessel. The physician re-inflated the occlusion balloon to occlude the vessel. The physician then inserted a post-dilatation balloon and dilated the vessel. The physician then inserted and aspiration catheter and aspirated the vessel. The physician then deflated the occlusion balloon. The physician then performed ivus study and noticed a vessel dissection at the occluded area. The physician then inserted and successfully deployed a stent to treat the vessel. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.